Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high," but the specific value was unknown. Cause was not known. The customer managed the high blood glucose by administering a correction injection via mdi.